Event description:
It was reported by the patient's daughter that the patient had passed through prison security 3 weeks prior to her death. After having passed through security, patient "was weaker" and "all of a sudden she went downhill." The patient's daughter is questioning if the security wand could have affected/damaged the device. Follow up with the clinic reported the patient had last been seen by them in (B) (6) 2007 and they had no concern regarding device or lead performance prior to the patient's death. It was later reported the patient suffered a fatal heart attack 3 weeks after having been "wanded at her implant site" and there was a question if the wanding had damaged the implant. It was unknown if the patient had been pacemaker dependent, but it was reported her "arteries not sufficient for heart to function without assistance."

Event description:
It was reported by the patient's daughter that the patient had passed through prison security 3 weeks prior to her death. After having passed through the security, patient "was weaker" and "all of a sudden she went downhill." The patient's daughter is questioning if the security wand could have affected/damaged the device. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
(B) (4)

Event description:
It was reported by the patient's daughter that the patient had passed through prison security 3 weeks prior to her death. After having passed through the security, patient "was weaker" and "all of a sudden she went downhill." The patient's daughter is questioning if the security wand could have affected/damaged the device. The cause of death has been requested and not received. Follow up with the clinic reported the patient had last been seen by them in (B) (6) 2007, and they had no concern regarding device or lead performance prior to the patient's death.